Manufacturer narrative:
This medwatch is in response to mw5085269. The events of seroma-late and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is seroma-late and drainage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via voluntary medwatch, left side "bodily fluid/seroma" and "a foulest stench, oil substance that seeped through my chest skin onto shirt". The device remains implanted.